Manufacturer narrative:
Only one sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection was performed on the received sample which revealed that the product did not meet specification. Functional testing was performed which observed a leak coming from the port tube due to delamination of the tube layers. The reported condition was verified. The cause of the condition was determined to be a failure generated by the sealing machine during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) all-in-one containers had external leaks. It was further reported one leak was noted at the middle port and the other had moisture outside the bag when filled. This issue was identified during preparation and prior to patient use. There was no patient involvement. No additional information is available.